Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted five (5) years, 11 months, is being evaluated for valve-in-valve procedure due to leaflet driven stenosis with thickened leaflets that are motion restricted. No scheduled procedure at this time.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted five (5) years, 11 months, underwent a valve-in-valve procedure due to degeneration, thickened leaflets and heavily calcified leaflets that are motion restricted with severe stenosis and mild-moderate regurgitation. The patient presents with acute on chronic heart failure nyha iii. Tmvr was successfully performed with a 29mm 9755rsl valve. The patient was discharged on pod# 0.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted five (5) years, 11 months, is being evaluated for valve-in-valve procedure due to leaflet driven stenosis with thickened leaflets that are motion restricted. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve.